Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose level was 186-300 mg/dl. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting; however, no response was received.